Event description:
(B)(4). It was reported that post coronary stent treatment procedure, a myocardial infarction occurred. In (B)(6) 2011, the patient presented with unstable angina (braunwald classification ib) and cardiac enzymes were elevated consistent with mi. Clinical assessment revealed a 90% stenosed target lesion located in the proximal right coronary artery (rca). It was 8 mm long with a reference vessel diameter of 2.5 mm and treated with direct placement of a 2.50mm x 12mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. Post procedure, cardiac enzymes were consistent with myocardial infarction. The patient denied any chest or shoulder pain. Due to the "complex nature" of the ostial rca lesion, the patient was scheduled to return for staged procedure to the left anterior descending (lad) artery the following day. The lad was treated with two promus stents. The patient was discharged, two days later, on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).